Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the clinically observed error message was reproduced. Memory review confirmed that the device underwent a reset due to memory corruption which resulted in the observed error message. Following the reset, the device reverted to a safety mode with limited programmability, in which single chamber pacing and defibrillation therapy were available. This memory corruption is due to issues within the digital integrated circuit.

Event description:
This product has been returned and a device analysis was completed.

Event description:
It was reported that during a normal pacemaker software upgrade, there was an error code, indicating there was an issue with the firmware. Subsequently, the pacemaker went into safety mode. This pacemaker was removed and replaced. No additional adverse patient effects were reported. This product has been returned. This report will be updated upon analysis completion.